Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient underwent uneventful lasik ou. At the one month post-operative visit the patient complained of rainbow glare. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.